Event description:
The manufacturer's field service engineer (fse) reported the ventilator failed the back up battery test. This was found during preventive maintenance. There was no patient involvement.